Event description:
On (B) (6) 2009, the sales rep reported that during surgery, it was identified that the tips of the extender sleeve broke off at the corners while being used. Add'l info was rec'd from sales rep reported on 20 jul 2009 via telephone. The sales rep clarified that during surgery, it was identified that the end of the extender sleeve was broken. The sales rep reported that no pieces fell into the pt. It seems that the extender sleeve was already broken prior to placing it into the pt. The surgeon had already implanted the screw and the extender sleeve had disengaged from the screw. The surgeon was able to implant the rod manually under the assistance of a microscope. There was no surgical delay. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Pt info was unk. Product is an instrument and is not implantable. Eval is pending.